Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes, k-wires and their following screws were placed in the patient's spine in a different position than desired with navigation involved, and according to the surgeon (treating clinician): - the deviation of 3 of the spine screws placed with navigation was detected by the surgeon before finalizing the surgery with an intra-operative verification CT scan, and their final placements were successfully corrected to their intended positions with navigation, involving an increased skin incision, at the very same surgery. - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - apparently due to specific patient conditions, the patient developed a wound healing disorder with a seroma, related to the increased incision. - the seroma required an additional wound treatment surgery draining the seroma and closing the wound cavity. - hospitalization was prolonged, the patient is still hospitalized, due to the wound healing disorder. - in regard to the initially deviating placements at the original surgery, although the patient experienced a non-serious paresthesia after the surgery, there was no serious harm nor a serious negative effect to the patient caused by the deviating placements, also not due to the prolong of the original surgery/anesthesia of ca. 60min. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause of 3 of 8 spine screws placed with the aid of navigation, deviating by ca. 5-8mm caudal at their entry point in vertebrae left l3 and bilateral l4 from their intended positions, is: - movements of the patient anatomy and the connected universal automatic image registration matrix during the pre-placement image scan with automatic image registration of the anatomy to navigation, caused by e.g. Breathing of the patient. The matrix location (in the thoracic region) chosen by the user, and the significantly long patient anatomy in between the matrix and the navigation reference array (fixated on the lumbar vertebra l4) was not sufficiently rigid as required. This resulted in an inaccurate anatomy location registration to the navigation. Imaging data provided by the hospital show the patient anatomy of the affected placements at different locations in relation to the navigation reference array in between the pre-placement and the post-placement image scan, indicating the described movements having occurred during the pre-placement scan with anatomy registration to navigation. A to a lesser extent additional contributing factor for the deviation of the screw placed in left l3, is: - relative movements of the vertebra operated on (l3) during the surgery in relation to the vertebra the navigation reference array was fixated to (l4), due to an insufficiently rigid connection of the anatomy in between, and the forces applied to the bone during instrumentation. Imaging data provided by the hospital show that the vertebra l3 has moved in relation to l4 in between the pre-placement and post-placement image scan after the initial deviating placement in l3. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae - in combination with a not sufficiently rigid anatomical connection of the vertebra operated on, results in relative movements of the vertebra (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation between the actual patient anatomy locations during the placements and the registered pre-placement patient image scan displayed by the navigation for instrument position visualization, was not recognized by the user with the necessary navigation accuracy verification of the registration, after draping, and throughout the surgery before and during performing significant invasive actions with the aid of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the lumbar and sacral spine for a percutaneous fusion of vertebrae l3 to s2, also to address a low grade infection at existing l5/s1 cage, with intended placement of 8 spine screws - including 2 s2ai screws - bilateral for fixation, was performed with the aid of the brainlab spine & trauma navigation 2.0. After placing the first four screws bilaterally in l3 and l4 with navigation, from an intra-operative verification CT scan, the surgeon determined that 3 of the spine screws- in left l3 and both sides l4 - deviated from their intended position by ca. 5-8mm caudal at their entry point, and into the neuroforamina. The deviating screws were removed, the skin incision was increased to expose the surface of vertebrae l3 and l4 to be able to use surface matching as an alternate registration method of the patient anatomy to navigation, and the initially deviating screws were re-placed with navigation to their correct position at the very same surgery. According to the surgeon (treating clinician): - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - apparently due to specific patient conditions, the patient developed a wound healing disorder with a seroma, related to the increased incision. - the seroma required an additional wound treatment surgery draining the seroma and closing the wound cavity. - hospitalization was prolonged, the patient is still hospitalized, due to the wound healing disorder. - in regard to the initially deviating placements at the original surgery, although the patient experienced a non-serious paresthesia after the surgery, there was no serious harm nor a serious negative effect to the patient caused by the deviating placements, also not due to the prolong of the original surgery/anesthesia of ca. 60min.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes, k-wires and their following screws were placed in the patient's spine in a different position than desired with navigation involved, and according to the surgeon (treating clinician): the deviation of 3 of the spine screws placed with navigation was detected by the surgeon before finalizing the surgery with an intra-operative verification CT scan, and their final placements were successfully corrected to their intended positions with navigation, involving an increased skin incision, at the very same surgery. The final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. Apparently due to specific patient conditions, the patient developed a wound healing disorder with a seroma, related to the increased incision. The seroma required an additional wound treatment surgery draining the seroma and closing the wound cavity. Hospitalization was prolonged, the patient is still hospitalized, due to the wound healing disorder. In regard to the initially deviating placements at the original surgery, although the patient experienced a non-serious paresthesia after the surgery, there was no serious harm nor a serious negative effect to the patient caused by the deviating placements, also not due to the prolong of the original surgery/anesthesia of ca. 60min. H6: the device evaluation is currently ongoing. Brainlab intends to issue a follow-up report upon completion of the device evaluation.

Event description:
A minimally invasive surgery on the lumbar and sacral spine for a percutaneous fusion of vertebrae l3 to s2, also to address a low grade infection at existing l5/s1 cage, with intended placement of 8 spine screws - including 2 s2ai screws - bilateral for fixation, was performed with the aid of the brainlab spine & trauma navigation 2.0. After placing the first four screws bilaterally in l3 and l4 with navigation, from an intra-operative verification CT scan, the surgeon determined that 3 of the spine screws- in left l3 and both sides l4 - deviated from their intended position by ca. 5-8mm caudal at their entry point, and into the neuroforamina. The deviating screws were removed, the skin incision was increased to expose the surface of vertebrae l3 and l4 to be able to use surface matching as an alternate registration method of the patient anatomy to navigation, and the initially deviating screws were re-placed with navigation to their correct position at the very same surgery. According to the surgeon (treating clinician): the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. Apparently due to specific patient conditions, the patient developed a wound healing disorder with a seroma, related to the increased incision. The seroma required an additional wound treatment surgery draining the seroma and closing the wound cavity. Hospitalization was prolonged, the patient is still hospitalized, due to the wound healing disorder. In regard to the initially deviating placements at the original surgery, although the patient experienced a non-serious paresthesia after the surgery, there was no serious harm nor a serious negative effect to the patient caused by the deviating placements, also not due to the prolong of the original surgery/anesthesia of ca. 60min.